Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened down arrow dome switch. No button error alarms noted during testing. Analysis was unable to perform displacement test, prime test or verify low battery alarms due to button anomaly. No display ramping on its own anomaly noted during testing. The insulin pump was received with cracked case at display window corners and battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that they experienced low blood glucose. The customer's spouse reported that the insulin pump was beeping and was going crazy. The customer's spouse reported that they received a button error alarm and low battery alert. The customer's spouse reported that the battery lasted for a week. The customer's blood glucose was 34 mg/dl at the time of incident. The customer's blood glucose was 111 mg/dl at the time of call. The customer's spouse stated that she treated the low blood glucose with food. The customer's spouse stated that they were shaking, clammy and sweaty. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.